Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with the description of "red cell product was very diluted and red calls were spilling into waste bag." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. When the device was initially powered on smoke emitted from the device and a fuse subsequently blew. Fluid ingress was then found internal to the device. The power supply and fuse were replaced. The device was upgraded to the current fluid ingress remediation. (B)(4).